Event description:
During stereotactic guided left breast biopsy, while the needle was inserted and compression engaged, the gantry unexpectedly started to rotate. The unit could not be rotated back to the 90 degree position until compression was released. A post-biopsy marker could not be placed due to the incident. The patient reported discomfort, and later, bruising. Manufacturer response for 3d mammography, dimensions (per site reporter): manufacturer evaluated the device logs of the proper operation of the device, additionally they preventively replaced the rotation switches.